Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm, a motion sensor test failure alarm and a motor position encoder error alarm. Customer's blood glucose was 146 mg/dl, which was treated with manual injection and insulin pump did not allow customer to treat. Customer continued to receive a motor error when attempting to rewind. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with intermittent blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display. Unable to verify any alarms due to the blank display. The motor home switch was found corroded. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked display window.